Event description:
During a surgical procedure the endo gia stapler did not release the tissue. The patient was having a laparoscopic removal of the left tubo-ovarian complex and the stapler was deployed. It would not release the tissue. A large cyst was also discovered at this time: 1) to remove the newly observed cyst and 2) to remove the malfunctioned stapler. It is believed the abdomen would have needed to be opened to remove the malfunctioned stapler.